Manufacturer narrative:
The reported events of sensing noise and lead damage were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.